Manufacturer narrative:
H.6 investigation summary: 252258 lot#2172382 we confirmed issue as a report from photo. The issue was contamination. Photo showed the bacteria on the blood agar. No issue in retention sample. No issue in device history record. Root cause was undetermined. No trend. We will continue to monitor this issue.

Event description:
It was reported that bd bbl¿ plate tsa5% sb//levine emb had five plates contaminated with mold. There was no patient impact. The following information was provided by the initial reporter: get mouldy.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ plate tsa5% sb//levine emb had five plates contaminated with mold. There was no patient impact. The following information was provided by the initial reporter: get moldy